Manufacturer narrative:
The voalte nurse call system provides a comprehensive communication and information system that places patient calls, staff calls as well as emergency and code calls. The system provides annunciation of these calls at both room locations and primary (dedicated) nurse call stations. The voalte nurse call system also has an option for secondary notifications calls to customer provided third party products (e.g., cell phones) where calls may also be forwarded. The secondary notification workflows are options offered to the facilities that the facility may or may not choose to implement as an ¿add on¿ to their primary notifications, depending on their facility¿s design and needs. Inspection of the system by a hillrom technician confirmed code blue calls were all set properly in the configuration and the code calls enunciated from rooms to the nurse station desk without issue however; it was noted that there had been recent frequent onsite cable changes in that room / floor, that was previously impacting the code calls therefore a malfunction could not be ruled out. In this event, there was no injury or alleged delay reported from the event; however, if a missed code blue alert were to recur, it would likely cause or contribute to a death or serious injury. Therefore, hillrom is cautiously reporting this event.

Event description:
It was reported that with use of the nurse call the code blue in room 405 was visually flashing however not audibly alerting on the graphical room station 10 (grs 10 - visual 10-inch screen placed at nursing desk). There was no patient impact or safety issues reported as a result of the product performance. This incident was captured under hillrom complaint ref # (B)(4).